Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 9/09/2019. Device returned to manufacturer: yes. Device evaluation: the original lens box and daisy wheel lens casing were returned; however, no lens could be found within the return. No product evaluation could be performed. The reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. If implanted; give date: not applicable; lens removed/replaced within the initial procedure. If explanted; give date: not applicable; lens removed/replaced within the initial procedure. (B)(4). Attempts were made to obtain missing information; however, to date, a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) got stuck in the wound. An incision enlargement was required and a replacement lens was used. Further, it did not contribute to a patient injury. There was no patient harm. No further information was provided.